Event description:
The pt contacted lifescan alleging that their one touch ultra meter was reading inaccurately high. The medical affairs specialist spoke with the pt to obtain additional information. The pt noticed elevated results with the recently opened vial of test strips. Prior to going to the va for physical therapy pt obtained a result in the 200 mg/dl range, while experiencing no symptoms of high or low blood glucose levels. Pt took 66 units of nph insulin based on their sliding scale regimen and had their usual breakfast. Approximately, 1/2 hour later pt arrived at the va for therapy and started feeling sweaty and light headed. Their nurse tested their blood glucose level and obtained a 50 mg/dl. Nurse treated pt with soda and obtained a 75 mg/dl within minutes later. Following the 1-hour therapy session, the pt drove home and obtained a 230 mg/dl on the reported meter. The pt reported receiving result of 200 mg/dl, 220 mg/dl, and 228 mg/dl on the reported meter the past several days. The pt later discovered using expired test strips. Pt contacted their physician and was give a new box of test strips. Pt attempted to test with the new supply; however, pt still obtained results in the 200 mg/dl range. The pt reported that based on their usual nph insulin regimen of 42 units in the morning and 32 units in the evening, their blood glucose levels always remained between the 75 to 90 mg/dl range. The pt did not allege harm. However, there is an indication that the pt experienced injury and medical intervention due to use error. The customer care representative was unable to walk to pt through quality control testing, as the control solution had expired. Based on the information, there is an indication that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.